Manufacturer narrative:
This report or other informtion submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare, its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end user, that facility reported a fall from one of our beds. No details were given about an incident in the original intake of the complaint about a brake on the bed, until jeorns visited the (B)(6) hospital. Complaint #(B)(4) was entered into our system.